Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient experienced an increase in baseline pain in his right leg, lumbar, and buttocks. It was noted that the pain had been going on since (B)(6) 2010. It was noted that the patient had moved several times in the past year and has had spinal meningitis and another unspecified condition. It was noted that the patient nearly ¿died¿ from each of those. It was noted that the patient lost the patient programmer and recharger during the move. It was noted that the patient had the unit implanted but that it was not doing the patient any good and he has a lot of pain. It was noted that the patient did not have anyone to ¿regulate¿ the stimulation. Additional information was requested but was not available as of the date of this report. It was noted that the patient was also implanted with a pump. Refer to manufacturer report # 3004209178-2013-16801

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a suspected overdischarge. It was noted that the reporter described the screen that he was seeing and it was determined that it was the "device not compatible" screen. It was further noted that the patient had a primary cell battery so the implantable neurostimulator recharger (insr) would not be useful. The reporter noted that the patient had not used the device in years. It was further noted that the doctor "was managing" and that the battery worked great. It was noted "all good."

Manufacturer narrative:
Surgical intervention occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had their spinal cord stimulation removed as it had not worked in years.

Manufacturer narrative:
Serious injury selected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had their spinal cord stimulation removed as it had not worked in years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown why the device was not working and the system was removed and replaced.